Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # v499807, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v570404, implanted: (B)(6) 2011, product type lead ;product ID 3888-56, lot # v575374, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v570404, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708260, l serial # (B)(4) , implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
The consumer reported the patient had been getting stimulation in his left shoulder and neck area for three weeks. There was stimulation in an undesired location that occurred suddenly. The stimulation was in the wrong location at the neck and left shoulder. The device was checked with the patient programmer and the issue did not resolve when the stimulation was turned on. When the device was turned off, the patient still felt stimulation in the neck and left shoulder. Another group was tried, but it did not help. Back and legs were noted. For three weeks now, the patient was getting pulsating in the neck. Even when the device was off, he still got the same feeling in the neck. It was noted the patient had trouble with the right shoulder for a while and got steroid injections for that. There were no falls or traumas that could have been related to this issue. Relevant medical history included lumbar radiculopathy. The patient had an appointment with the healthcare provider in the week of (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.